Manufacturer narrative:
Investigaton pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.6, lab: 2.9. Date: (B)(6) 2011, inratio: 4.7, lab: 3.46. Patient has no bleeding symptoms.